Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) (B)(6) 2020. The patient indicated he is not able to charge the device to full. The caller reported he is able to charge to 50%. The clinician programmer showed the patient was charging for 40 minutes. The patient charges his device using a hard cushion behind a chair. It was reviewed to use a charging belt or tight fitted clothing to hold the recharger in place. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative, regarding a patient who was implanted with a neurostimulator (ins). It was reported that patient was complaining of ins shutting off when charging. The cause was unknown. Rep met with the patient a few weeks ago and evaluated system with no significant findings. Reprogrammed patient to capture painful areas better. Patient did disclose to rep that he felt as if his device was turning off 7/17 but rep thought he was accidentally hitting the off button on the right side of the recharger accidentally. Rep informed patient to avoid those buttons during charging unless he is trying to turn stim on/off. The issue was not resolved. Hcp had no further information. Patient's weight was asked but unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from rep. It was reported that the education on which pp buttons to avoid were on (B)(6). It was reported the hcp and patient are trying to get authorization for ins replacement. Issue not resolved at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that a belt was suggested and patient going to try as his history of charging was less than the patient stated. The rep noted that they were going to be at the patient¿s next appointment. No further complications were reported. See related to (b)(4 for information related to 376 error code, radiating pain, and impedance issues.